Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown trauma procedure on (B)(6) 2019 and suture was used. The suture broke when sewing during the surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint #: (B)(4). Additional: h3 device evaluation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint can't be determined. The device history records reviewed, and no issue found for batch mg212.